Event description:
It was reported that the patient presented for an implant procedure. During the procedure, low impedance was noted on the right ventricular (rv) lead. The lead was removed and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.